Manufacturer narrative:
Date sent to the FDA: 4/6/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy for adnexal mass, possible ovarian cyst, pelvic pain, and uterine fibroids on (B)(6) 2010 and a morcellator was utilized to cut, shred and remove much of the uterus. It was determined that leiomyosarcoma cancer was present in the tissue removed. The patient underwent several additional procedures related to the disseminated cancer and further spread, including a complete hysterectomy and tumor removal. The patient underwent aggressive radiation and chemotherapy treatments in an effort to treat the upstaged cancer. Despite that treatment, the cancer continued to spread. As a result, the patient experienced fatigue, pain, inflammation, swelling, insomnia, and gastrointestinal distress. It was report that the patient died on (B)(6) 2015. No additional information was provided.